Event description:
It was reported that a high drain 103 alarm occurred after use on the homechoice device. This indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume and may have had experienced an increased intra-peritoneal volume (iipv) event . The total fill volume was 9012 ml and the total ultrafiltration was 2834 ml. The last fill volume was 198 ml and the ultrafiltration for cycle three was 1519 ml. The next day after the receipt of this report, the patient was hospitalized for cardiac and respiratory arrest. The treatment received while hospitalized was unknown. It was not reported if the patient recovered from the events. Three days after hospitalization, the pd therapy was discontinued and the patient was placed on comfort care the next day. Five days after hospitalization, the patient passed away due to cardiac and respiratory arrest. It was not reported if an autopsy was performed. No additional information was available at this time.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A device history record review revealed no issues that could have caused or contributed to the reported issue. As the device was not returned, a device analysis cannot be completed nor could the device logs be reviewed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.